Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens where the optic was cut in half. No optical deviations on the received optic parts could be found. The condition of the lens received is a result of the explant process and not the condition of the lens when it was used in the patient. Diopter verification could not be performed due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Corrected data: device manufacturing date 03/22/2012. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report concerning an intraocular lens that was explanted from the left eye after the patient experienced unexpected post-operative refraction.

Manufacturer narrative:
(B)(4). Explant of intraocular lens all pertinent information available to the manufacturer has been submitted.